Event description:
It was reported to minimed that the customer experienced low blood glucose events with a value of 42mg/dl and alleged that the 780g pump was delivering excessive insulin, particularly during the night while sleeping. The event involved product(s) mmt-332a,mmt-1884,78893-01,mmt-397a. The customer reported treating the low blood glucose by consuming a drink with sugar. The customer stated that the issue had been occurring since approximately april 15, 2026 and expressed loss of confidence in the pump. Troubleshooting was declined. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer was instructed to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further patient complications were reported. The product return was expected for mmt-1884. Mmt-332a,78893-01,mmt-397a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.